Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30375105 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 12 march 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the nasojejunal tube was inserted on (B)(6) 2026. On (B)(6) 2026, the nasojejunal tube was found to be fractured, resulting in aspiration and increased respiratory distress. The patient required transfer to the pediatric intensive care unit and endotracheal intubation. Additional information received on 18-feb-2026 reported that the fracture was located approximately twelve centimeters from the distal tip of the tube. The patient remained in the pediatric intensive care unit due to her complex underlying cardiac condition, which included prior yasui surgery and bilateral vocal cord paresis, and she continued on continuous nasojejunal feeding. No prior issues with tube clogging were documented prior to the event.